Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned for analysis. The reported inability to remove the gripper line was confirmed via returned device analysis. Potential causes for the reported inability to remove the gripper line were considered, including manufacturing anomalies, patient conditions and/or user technique / procedural conditions. Inability to remove the gripper line may be influenced by challenging anatomical morphology, such as tortuous anatomy, rotated heart, etc. It is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to translate the gripper line during removability testing. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to the increased resistance within the gripper lumen coils, which may have led to the user experiencing greater difficulty in performing the gripper line removability test. Inability to remove the gripper line may be influenced by excessive curves on the device or by gripper line unwrapping technique prior to performing the removability test (formation of knots / twists). Based on the information reviewed and the analysis of the returned device, the inability to remove gripper line was likely due to a contribution of forces from usage of the device. Aggregations of forces due to patient anatomy and curves on the system likely resulted in the inability to translate the gripper line during removability testing; however a definitive cause could not be determined. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint handling database indicated there have been no similar incidents of inability to remove gripper line reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being submitted to report the failure to remove the gripper line during use with the clip delivery system (cds), that has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system was advanced to the mitral valve. The leaflets were grasped; however, gripper line removability test was performed, but the gripper line could not be removed. The cds was replaced. Two additional cds were used and the mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.